Event description:
The capsular contracture is baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; g.1.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be capsular contracture unknown baker grade. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side capsular contracture baker grade unknown. Device remains implanted.